Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, generator drive, and filament drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an overload fault error. No pt injury was reported.